Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the programmer got stuck during interrogation but was not able to confirm a printing issue. The hard drive was replaced and reimaged and the software was reloaded and updated. The programmer then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer got stuck during interrogation; it was also reported that it prints only one line at a time. The programmer was returned for repair. There was no patient involvement. It was further reported via follow up that the programmer screen froze up. It was further reported that the radiofrequency head originally returned as an associated device subsequently tested out of specification during manufacturer's analysis.